Event description:
It was reported the light source high brightness mode switch does not turn on. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1, g2 ("company representative" must be selected as the contact/reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the probable cause of the malfunction is that high intensity could not be switched on because the high intensity detection lever could not be pressed due to wear of the scope socket. Olympus will continue to monitor field performance for this device.